Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: user detected water/air leakage during reprocessing (water leakage test after pre-cleaning). Manual cleaning cannot be continued when water/air leakage is detected. Therefore, it was judged that the device was sent to olympus without undergoing reprocessing at the user facility. As a result, foreign material may have remained in the area. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the nozzle of the gastrointestinal videoscope exhibited foreign objects. There was no patient involvement.